Manufacturer narrative:
Product development investigation was completed for part# 314.743, lot# 15806-01. A visual inspection, drawing review and device history records (DHR) review were performed as part of this investigation. The drive shaft was received with the distal tip, which mates with the reamer head, broken off. The broken portion was not received. The break is located approximately 9mm distal to the distal edge of the drive shaft helix. The helix is intact. The device has minor surface wear which does not impact functionality. The complaint is confirmed. Replication of the complaint condition is not applicable as the device is already broken. During use the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone as per the technique guide. Appropriate drawings were reviewed during investigation. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. The complaint condition is the result of force applied to the distal end of the drive shaft resulting in stresses beyond the failure limit. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement reported. Date of event is unknown. Device is an instrument and is not implanted / explanted. Device history records review was completed for part# 314.743, lot# 15806-01. Supplier: (B)(4), release to warehouse date: may 06, 2011. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the hexagonal coupling tip was broken off the long drive shaft of the reamer/irrigator/aspirator set. The reporter noticed the breakage while inspecting the device, prior to drop off at a facility. There was no patient involvement. This report is for one (1) drive shaft-minimum 520mm length-for use with ria. This is report 1 of 1 for com (B)(4).